Manufacturer narrative:
The suspect device was not returned for evaluation. Pictures were provided by the account confirming a break at the tip and body junction. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and 1 similar complaint for this lot number was identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
While gaining arterial access for a nephrostomy, the impress catheter detached when inserting a guide wire into the catheter while the catheter was in-vivo. A snare was needed to retrieve the catheter fragment. A standard 150cm straight tip guidewire was used for the procedure. No tortuous, diseased, or calcified anatomy to report. No patient injury.